Event description:
The subject device was used during a colostomy (hartmann's operation). The error occurred when the user activated output with grasping a metal clip in the grasping section of the device. Once again the user activated output with grasping a metal clip in the grasping section, the probe of the device broke off and fell into the abdominal cavity of the patient. The fragment was retrieved with straight grasping forceps. The procedure was completed with another similar device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation except for the fragment of the probe. The evaluation confirmed that the probe broke off at 16mm from the distal end. There was a scratch around the broken point. The fracture surface showed that the cracks developed from the scratch as the starting point. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The manufacturing history was reviewed , with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the probe was scratched since the user activated output when it was contacting with a hard metal clip. Then the cracks developed from the scratch on the probe by output during the procedure, which caused the error. After that, the probe broke off by physical stress when the user grasped a metal clip again. Based upon the finding of the evaluation, this report appears to be related to user handling.